Event description:
It was reported that during an unknown procedure, the surgeon reported that he had an air leak. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: were there any patient consequences? Dr. (B)(6) mentioned, the patient staying 2-3 days additionally in the hospital, until the air leak resolved itself. How as the leak repaired? The leak healed itself, as the patient was kept on a chest drain, to prevent fluids from collecting in the chest cavity.